Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor cannula broke inside the body. Customer's blood glucose value was unknown. The customer assisted with troubleshooting. Customer stated that sensor did not work so they removed it and found out there was no cannula. Customer stated that the site was fine. The device will not be returned for analysis.